Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during the pre-operational check. A continuous alarm was observable both visually (error code) and through hearing. Te 231008 (o2 valve leak). The instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag and shown that the ventilator device failed multiple times during ventilation however no interruption of ventilation and medical intervention was reported due to this event by the customer. This malfunctioning was reproducible. There is patient involvement reported according to the recorded information in the log files. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during the pre-operational check. A continuous alarm was observable both visually (error code) and through hearing. Te 231008 (o2 valve leak). The instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag and shown that the ventilator device failed multiple times during ventilation however no interruption of ventilation and medical intervention was reported due to this event by the customer. This malfunctioning was reproducible. There is patient involvement reported according to the recorded information in the log files. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.